Event description:
It was reported that a malfunction occurred on the pump, with malfunction code 12 displayed prior to a reset. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer.